Event description:
It was reported that air bubbles were observed within the cartridge, which resulted in a blood glucose level of 592 mg/dl. The customer administered a correction bolus using the pump to address bg. Customer chose to replace the cartridge independently and declined any further assistance or follow-up from technical support. Additional troubleshooting details could not be gathered as the customer declined further action.